Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). It was reported that post a carotid procedure, the patient experienced stroke. The 90% stenosed target lesion located in the ostium of the right internal carotid was 10mm long with a reference vessel diameter of 5mm. While attempting to place the filterwire to the target lesion, the guidewire kinked. The carotid wallstent was successfully implanted following post-dilation with a 20% residual stenosis. It was reported that the patient experienced stroke pre-discharge. The patient was discharged 4 days post procedure.